Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified middle part of the right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.